Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2014 from a physician. This case concerns a (B)(6) female patient who developed synovitis of left knee following which fluid aspirated and sent for investigation after receiving synvisc one injection. Relevant medical history included bilateral knee osteoarthritis and prelapse intervertebral disc l4-l5 level causing mild thecal compression and bilateral neurocranial foraminal narrowing. No past drugs, concomitant medications and concurrent conditions were reported. Concomitant medications included diclofenac sodium (voveran) for pain control and gabapentin for radicular symptoms. On (B)(6) 2014, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: s13501 and expiration date: may 2016) in both knees for bilateral knee osteoarthritis. On (B)(6) 2014, three weeks after the synvisc one injection, the patient complained of swelling and unbearable pain in left knee. On examination the patient had positive results for swelling, had left knee range of motion restricted and was unable to stand. The patient was diagnosed with synovitis of left knee. On (B)(6) 2014, the arthrocentesis was performed and 8 ml of yellow hazy fluid was aspirated form left knee. On synovial fluid analysis revealed abundant polymorphs with lymphocytes. On (B)(6) 2014, magnetic resonance imaging (MRI) demonstrated synovitis with moderate joint effusion. Moderate synovial effusion was seen with mild synovial hypertrophy. There was myxoid degeneration of posterior horn of medial meniscus. There was no evidence of meniscal tear. There was diffuse periarticular soft tissue edema. A small lymph node was seen in popliteal fossa. There was evidence of mild arthritis proximal tibio fibrillar joint with mild erosions. Corrective treatment: anti-inflammatory, antibiotics, rest and cold compression for synovitis of left knee. Outcome: recovering/resolving for synovitis of left knee; unknown for fluid aspirated and sent for investigation. Reporter's causality assessment: possible for synovitis of left knee. Seriousness criteria: persistent/significant disability for synovitis of left knee.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment date (B)(4) 2014: in this case, the causal role of synvisc one cannot be excluded for the occurrence of synovitis of the left knee however the reporting physician also assessed the relationship between synvisc one and adverse event as possible.